Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with an unexpected outcome following lasik treatment of the right eye. The patient had an additional treatment to correct the original treatment. The patient is seeing well following the second treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review (see summary) shows that the energy values stayed stable and no abnormalities could be identified which could be a contributing factor. Although a product malfunction can be excluded, the root cause could not be determined conclusively. The most likely root cause is that the instructions for usage of a nomogram was not followed. Contributing factors are the device to create flap as well as inappropriate settings in customized treatment. The manufacturer internal reference number is: (B)(4).